Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a bent trocar. The obturator was also cracked and fractured. Based on the condition of the returned unit and event description, it is likely that the bent cannula was caused by a high insertion force that was applied to the trocar during insertion, as the user inserted the trocar by pushing down without rotating. The instructions for use (IFU) states that, "once the peritoneal cavity is sufficiently distended using either method, complete the insertion by applying continuous downward force while gently rotating in alternating clockwise and counterclockwise directions, until placed as desired." It is possible that the obturator cracked and fractured due to a material abnormality or prolonged lipid exposure while the unit was in transit; however, the exact root cause could not be determined. The probability and criticality of harm resulting from this failure mode has been evaluated and were found to be at an acceptable level. A bent trocar is considered not reportable as it is unlikely to cause or contribute to death or serious injury. The event is being reported due to the fracture that was observed on the obturator during the evaluation of the returned unit.

Event description:
Procedure performed: unknown. Event description: translation ame: the surgeon, dr. (B)(6), at the beginning of the procedure made the incision on the skin in the left lateral position and started the insertion. Of the 5mm trocar. The trocar entered with difficulty and after inserting it, the trocar bent over. His assistant, dr. (B)(6), reports that the incision on the skin was very small, the patient had a discreet panniculus adipose, and dr. [Name], inserted the trocar pushing without carrying out the rotation movements of the arm recommended for correct insertion. The surgeon had to insert the trocar with force as it did not enter and at the end of this, the trocar bent. Type of intervention: unknown. Patient status: no patient injury.